Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. The patient began treatment with intravenous (IV) injection vancomycin (one gram stat, every fifth day) and IV injection piperacillin+tazo (4.5 gram, twice daily, duration fourteen days) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient continued to be treated for peritonitis with unspecified antibiotics (duration fourteen days, dose, frequency, and route not reported). It was reported the patient has recovered from the peritonitis event and the peritoneal effluent is clear. Should additional relevant information become available, a supplemental report will be submitted.